Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 for a follow-up. Upon interrogation of implantable cardioverter defibrillator (ICD), it was noted that there was loss of capture in the right ventricle. Programming changes were recommended but not performed. There were no adverse consequences to the patient.